Manufacturer narrative:
A supplemental report will be submitted pending investigation results.

Event description:
On 07/22/2025, fujifilm corporation was informed of an event involving echelon during an exam on the echelon using rabid body coil, the patient experienced a burn. The patient was wearing scrub shorts. The coil was placed directly on the patient, resulting in skin-to-coil contact at the left knee. The patient showed a red area on the skin. 1/4" padding was not used between the coil and the patient, as outlined in fujifilm mr patient warming prevention plan. The technologist removed the patient from the machine, placed padding between the coil and the patient's legs, and completed the exam without further problem.

Manufacturer narrative:
B1, b2, and h2 have been corrected. Information has been added to h10.